Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold post atrioventricular (av) nodal ablation. In addition, an exit block was suspected. Hence, this rv lead was repositioned from an apical to a high septal area. Additional information received indicating that as per physician¿s assessment the cause of high threshold was exit block. This rv lead remains in service. No additional adverse patient effects were reported.